Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16027034/ 16027034/21302132.

Event description:
It was reported that the patient was not getting appropriate coverage due to lead migration. It was also noted that the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced, and pocket was relocated. No device malfunction was suspected. The patient was doing well postoperatively. All explanted device components were discarded by the facility.